Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information on the event and on the device disposition, however, at this time no further information has been received. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficits were identified. At this time because no further information is available and the device is not available for analysis the root cause cannot be established. Should further information be received, the manufacturer will reassess the investigation and provide an update to this reporting activity.

Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, a carbomedics reduced mechanical valve r5-019 was implanted on (B)(6) 2014 and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.